Event description:
It was reported to boston scientific corporation (bsc) that a patient underwent a procedure with a prolieve thermodilatation kit for the treatment of benign prostatic hyperplasia (bph) on (B)(6), 2011. There were no patient complications during the procedure. Reportedly, upon starting the procedure there were fluctuating rectal temperature monitor (rtm) readings. They got a high temperature error message, then the rtm temperature would fluctuate from 85 degrees then 0, then 70 degrees then zero. The physician restarted the procedure with another kit and the second kit worked fine to complete the case. The patient left the office without medication or a catheter. A day after the procedure it was reported the patient complained of trouble with urination, specifically urgency, feeling the need to void but nothing came out and pain with urination. Rapaflo, 8 mg, daily was prescribed for these symptoms.